Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller ac adapter cable was frayed and had multiple tears on the outer insulation. The ac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the unit revealed that the device passed functional testing; the controller ac adapter was able to adequately provide power to a test controller. Visual inspection revealed that the output cable contained a tear on the outer sheath. As a result, the reported event was confirmed. The most likely root cause of the damaged controller ac adapter output cable can be attributed to a tear on the output cable, due to wear and/or due to the handling of the device. If information is provided in the future, a supplemental report will be issued.